Manufacturer narrative:
The device was returned to resmed and the reported error message (system fault) was not confirmed or reproducible during evaluation. The pneumatic block, main pcba and top case were replaced to address the reported issues. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (system fault). During evaluation of the device by resmed, the device displayed an internal battery error message, the display was inoperable/blank and review of the device data logs indicated the device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.